Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed. Product not returned to manufacturer.

Event description:
It was reported that the customer woke up with elevated blood glucose levels (approximately 355 mg/dl). Customer performed troubleshooting, and insulin was not seen coming from tubing. Reportedly, the luer lock may have been loose. Customer changed the cartridge and infusion set and reported pump appears to be functioning as expected. Customer delivered manual injections to stabilize blood glucose levels.